Event description:
Philips received a complaint by the customer on the v60 indicating that the monitor is not turning on and getting an 111b (post) check vent: 35 v supply failed message. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The power management (pm) printed circuit board assembly (pcba) has been ordered and will be replaced. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, power management (pm) printed circuit board assembly (pcba), aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00064. All information from the original report(s) has been transferred to this report.